Event description:
A left thoracotomy procedure was being performed. During a stapling maneuver, the patient began to bleed at the pulmonary artery. Patient had a v-fib arrest and was defibrillated. Bleeding was stopped but the patient never regained viable heart rhythm. Patient was pronounced at 12:16pm. "Death in the or" policy/protocol followed. Proper firing of the stapler was questioned.